Event description:
It was reported that the external pulse generator was not pacing correctly. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the device not pacing correctly, the device passed all incoming vxi testing. The rate was verified through the full range of settings on the counter and the outputs were verified on the oscilloscope through the full range of settings, and no anomalies were observed. Analysis did note that the battery drawer was chipped and that analysis could not be completed due to the customer request to have it returned unrepaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.